Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No missing battery cap noted. No unexpected failed battery test alarms noted during our testing. The insulin pump had broken battery tube threads, minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a piece of plastic missing from the side of the insulin pump. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that she had a failed battery test alarm and the pump does not work. Customer stated that there is a crack by the battery compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.